Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an event where the medication infused slower than expected. The event involved an intermittent lipid infusion in a 3ml syringe (ref# 309657). It was reported that the syringe appeared to have 0.2mls left but the pump said 0.6ml was leftover. The nurse noted that the lipid infusion was programmed with a 1ml syringe instead of a 3ml syringe. There was patient involvement, but no patient harm.